Event description:
According to the available information two slings of the same lot number were used during an implant procedure. The suture broke during tensioning. The sling was not pulled all the way to the dynamic anchor.

Manufacturer narrative:
The other sling referenced in b5 has been filed under a separate MFR#.

Manufacturer narrative:
An altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on examination of the returned product, the dynamic suture detached from the mesh while trying to implant. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information two slings of the same lot number were used during an implant procedure. The suture broke during tensioning. The sling was not pulled all the way to the dynamic anchor.